Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had visual problems. Patient was presented to the emergency room (ER) the day of the report and an MRI scan was going to be done on patient's head and neck as there was a possible stroke. No further complications were reported.